Event description:
It was reported that a patient was experiencing poly wear, so a liner and head exchange was performed. No additional information.

Manufacturer narrative:
(B)(4). Reported event was confirmed due to the review of medical records. X-ray review by mmi states that there is eccentric positioning of the acetabular cup which is a secondary sign most likely consistent with polyethylene wear of the acetabular cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.